Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
It was reported that the user experienced symptoms of hypoglycemia while driving and pulled over to check their glucose levels. At the time of the event, the sensor glucose (sg) reading was reported as 111 mg/dl, while a confirmatory fingerstick blood glucose (bg) value was 68 mg/dl, indicating a discrepancy between the sensor and meter readings. Review of device data determined that the user did not receive a low glucose alert because the sensor glucose value never fell below the configured low alert threshold. The user did not seek medical treatment and was able to manage and resolve the hypoglycemic event without assistance. The user reported feeling well following resolution of the event. At the time of reporting, the user's healthcare provider was not aware of the event. The user was advised to follow up with their healthcare provider for further medical guidance. Dms review confirmed the user is currently using the system with up-to-date information.